Event description:
It was reported that a right ventricle (rv) lead was implanted on (B)(6) 2004, the rv lead was capped and replaced on (B)(6) 2025. Subsequently, that rv lead implanted on (B)(6) 2005 was capped and replaced on (B)(6) 2005. Both procedures performed were due to unknown malfunctions. The patient was stable on both procedures.

Event description:
It was reported that a right ventricle (rv) lead was implanted on (B)(6) 2004, the rv lead was capped and replaced (B)(6) 2025. Subsequently, that rv lead implanted on (B)(6) 2005 was capped and replaced (B)(6) 2005. Both procedures performed were due to unknown malfunctions. The patient was stable on both procedures.